Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic coronary treatment. The philips was unable to collect the information regarding completion of the procedure as the customer didn¿t not provide the information. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not able to perform exposure. A review of the system logfile confirmed the reported malfunction. Upon troubleshooting, the rse informed that the line was out, the ups intervened allowing only the scopy (it is not full power) but when the generator intervened the ups remained on battery allowing only the scopy. To resolve the reported issue, the main line was restored. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's uninterruptible power supply malfunctioned, preventing exposure. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.